Event description:
A hosp in a foreign country reported that, a pt in home care was using the rt102 breathing circuit with an mr850 respiratory humidifier, when after approx 1 day, the mr850 humidifier alarmed. Our distributor inspected the rt102 breathing circuit and suspect a problem with the heater wire (probably an open circuit).

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in a foreign country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The device is en-route to fisher & paykel healthcare. Methods - no info to date. Results - investigation still underway. No results to date. Conclusions - no conclusions can be made at this time.